Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis, treatment for the event, and the patient¿s outcome were not reported. On an unreported date, the patient was hospitalized for the event. The action taken with pd therapy was not reported. No additional information is available.